Manufacturer narrative:
Product complaint # (B)(4). Investigation : the device associated with this report was returned for analysis. Examination of the returned device cannot confirm the reported allegation, however 1 spring is missing from the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that when this product was cleaned after the surgery the defect in the spring was discovered by sales rep. Product decontaminated and sent to territory office to return.